Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and this right ventricular (rv) lead, along with a competitor high voltage lead exhibited high out of range shock impedance measurement greater than 200 ohms. It was confirmed that no lead adapter was implanted. Additional information indicated that the competitor lead was eliminated from the shock circuit and the impedance measurements obtained thereafter were within range. Thus, the physician assumed the out of range measurement was due to the competitor lead. The physician decided not to perform commanded shocks due to patient condition and has decided to continue monitoring instead. The system remains in service. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.